Event description:
Additionally, patient reported that granulomas occurred in their right breast and that when explanted the implant was smooth and the texture had rubbed off into their body. Healthcare professional also reported a right side seroma.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma(late) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: seroma (late). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported following implant surgery, they did not "feel implants were the same size, due to the confusion of device information, she has been suffering from extreme anxiety. Patient also reported that they experienced the additional events of "pain, "blood continuously flowing out of me", and "2 biopsies under sono¿ and "fluid was drained 3 times." Device has been explanted.